Event description:
A malfunction alarm was reported, specifically identified as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappears, which the customer acknowledged and understood.